Manufacturer narrative:
Device alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. However, device passed rewind test and displacement test. Motor passed motor test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had received motor error. The customer¿s blood glucose level was unknown. The customer reported that they received a motor error alarm. Customer was able to complete pump rewind. The customer reported that the drive support cap was normal. The customer was asked verbally and in written form to return broken pump for analysis. The insulin pump will be returned for analysis.